Event description:
Additional information: the investigator examined a photograph of the affected administration set. After examining the photograph, the investigator did not observe any abnormalities or discrepancies with the cadd administration set. Based strictly on the photographic examination, the reported product problem was not confirmed. No fault was found with the product. It should be noted that the affected product was not physically returned for investigation.

Event description:
Information was received that nurse connected a new bag of medication to the pump. The first dose ran through the line and then it started leaking at the disk-like hub on the IV line. The medication infused was cefazolin 2g IV q2hrs. No adverse effects reported.